Event description:
It was reported that multiple pts experienced signal drop out, or loss of telemetry monitoring, at the clinical information center (cic). Alternate pt monitoring was not available during this time. No serious injury or death was associated with this report, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.